Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level. The technical support team guided the caller to remove the case from the pump, inspect the pneumatic tap area for damage, remove an o-ring, and clean the area before successfully reloading the cartridge and resuming insulin therapy.